Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging black marks on the meter display. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found on the lcd. It was also noted that paint was peeling off the meter casing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.